Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis while performing automated peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unknown date during hospitalization, the patient was treated with an unspecified intravenous antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Three days after the event onset, the patient was discharged from the hospital. Upon discharge, the antibiotic was switched to an unspecified oral antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient is recovering. Though no breach was reported, the patient was retrained on proper aseptic technique. No additional information is available.